Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap ventral hernia repair, the valve popped off. To correct this condition, they grabbed another device to use. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one visprt plus 11mm obtr + 5mm-12mm seal rt opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar was received with a disengaged stopcock. There was evidence of material transfer on the trocar and stopcock. The dilator and cannula were not received. The condition of the device precluded functional testing. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The root cause was found to be an assembly error during ultrasonic welding of the stopcock and cannula body. A review of the ultrasonic welding machine found areas of improvement to prevent this type of failure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.